Event description:
A mass, thought to be the angio-seal device, was removed from the pt three months post deployment. The deploying physician is unknown. The following information was provided in the case report from the vascular surgeon: the pt presented to the hospital with right thigh and leg claudication three months following deployment of a 6f angio-seal sts device. Non invasive lower limb arterial studies confirmed reduced arterial flow with suggestion of a lesion at the iliac/common femoral artery. Abdominal aortogram with lower limb runoff revealed a severe eccentric lesion at the level of the femoral head on the right at the previous puncture site. It was believed that this lesion was likely nonatherosclerotic and related to scarring at the site of the prior instrumentation. Using access via the left common femoral artery, debulking of the lesion was performed using a guidant flexicut atherectomy catheter. Tissue was retrieved and a moderate lesion remained. Angiography then showed complete resolution of the lesion and filling defect, but there was evidence of slow flow in the superficial femoral artery. Distal imaging confirmed an embolic occlusion at the trifurcation of the popliteal artery. The pt's lower leg became pale, cool and pain developed quickly. Despite attempted catheter aspiration, thrombectomy and the angiojet thrombectomy, a filling defect and occlusion persisted. Guidewire probing suggested that the embolus was very firm. The unidentifiable embolized object was snared using a 4mm microvena microsnare and retrieved to the level of the external iliac artery. Angiography confirmed restored normal flow throughtout the right lower limb and symptoms resolved. The pt is reportedly recovering.